Manufacturer narrative:
Currently, it is unk wether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm. Prior to the alarm, the customer felt the insulin pump vibrate, and noticed that it was about to deliver a bolus that she did not program. The customer then got the alarm, which she was unable to clear. Advised the customer that the insulin pump would be replaced. Nothing further was reported.